Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the tightly-folded balloon, which is consistent with handling and an attempt to load the device onto a guide wire. The stent implant was dislodged from the balloon and returned taped to a piece of gauze, confirming the reported incident. The middle of the stent implant was found to be stretched, which may have occurred during removal of the protective sheath or from handling after the procedure. There were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, measurements of the outer diameter of the stent were taken, excluding the damaged area, and all dimensions met manufacturing criteria. The protective sheath was not returned for analysis, which may have aided the investigation. There was a kink noted in the distal shaft and bend in the hypotube. However, this damage was not originally reported in the case description and likely occurred from further handling after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become stretched and disrupted on the balloon, thereby facilitating stent dislodgement. Although a conclusive cause could not be determined, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the finished product lot history record did not reveal any non-conforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that during preparation of the 3.0x28 mm vision, the stent implant dislodged from a balloon when the protective sheath was removed. There was no resistance felt during removal of the sheath from the balloon. The procedure was completed using a 3.0x26 mm non-abbott stent. The device was not used on the patient. No additional information was provided.